Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the hemopro device remained activated after the toggle switch was released and the tips became flaming red hot. The device was removed from the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal complaint number: (B)(4).